Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain, patient was connected. The technical service representative (tsr) instructed the caregiver (cg) to cycle the power on the hc to clear the alarm. The cg stated that the patient line did not prime all the way. The tsr explained to the cg that they need to make sure the patient line primed to the top of the line prior to connecting the patient and advised to start over with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, an incomplete prime was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. Should additional relevant information become available, a supplemental report will be submitted.